Event description:
Customer called to report that the creatinine module on the synchron lx clinical systems, model lx20 pro, generated one erroneously high patient result. Customer stated having problems with instrument calibration running too low. The field service engineer inspected the instrument and found that the tricontinent syringe was not moving properly; therefore, the fse replaced the syringe and verified that the services performed effectively resolved the instrument calibration issue. Customer stated that although results were reported outside the laboratory, patient treatment was not affected because the result was amended.

Manufacturer narrative:
(B)(4).